Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported an incident in which the aviva system gave a blood glucose result of 128 mg/dl at a time when the customer had symptoms of hypoglycemia, felt confused and disoriented. Same system retest result an hour later was 38 mg/dl. She then was treated by her daughter with juice, grapes, and cookies. Customer's daughter felt that customer would definitely not have been able to retrieve or consume these items on her own. A request was made for the return of the meter and strips, replacement sent.